Event description:
It was reported that the pt underwent a spinal procedure for "lateral curvature" at t3-l5. Approximately two months post surgery, it was revealed from x-rays that one break-off set screw backed out at l5. No revision surgery is planned at this time.

Manufacturer narrative:
Device was not returned to the MFR for eval. Device history records were reveiwed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.